Event description:
Rptr had a laminectomy in 1990 and in 1993 had l3 and l4 discs removed and spinal fusion done with pedicle screws. He was not informed of the danger or alternatives. He is in constant pain.